Manufacturer narrative:
Physical analysis of this device has not been performed at the time of this report. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that this pacemaker has entered safety mode. Subsequently, this device has been explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned for analysis.